Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/24/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, vomiting and fever. The cause and treatment of event were not reported. Five days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.